Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings while at the hospital. The customer stated that she changed her reservoir in the pump after rewinding, and the insulin was burning. The customer stated that the insulin was spilling out during the manual prime process. The customer stated that her blood glucose reading was 40 mg/dl. The customer was advised to go to the emergency room for monitoring and IV treatment. The customer was advised to call back after she is discharged from the hospital.